Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the particle of the ample of the cement liquid fallen into the revolution when the cement was mixed. Spare cement and revolution were used. When the spare cement was used, the surgeon filtered out the liquid with the gauze and inserted the liquid into the revolution.

Manufacturer narrative:
The reported event regarding a particle falling into cement involving simplex bone cement was reported. It was reported that a particle of the ampoule fell into the cement. This would indicate that the ampoule was opened over the mixing container whereby a particle, most likely a piece of glass fell into the container. Review of the packaging insert, reference c3-04, version oct. 2010 indicates in precautions about the method of use: do not open the ampoule over the mixing container. Pieces of glass may fall into the container and get intermixed with the bone cement. Based on the information provided it has been determined that this event is associated with an off-label application. No further investigation is required at this time.

Event description:
It was reported that the particle of the ample of the cement liquid fallen into the revolution when the cement was mixed. Spare cement and revolution were used. When the spare cement was used, the surgeon filtered out the liquid with the gauze and inserted the liquid into the revolution.